Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold during a routine follow-up in clinic. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.